Event description:
The reporter stated: during surgery using the panta device for nail fixation, the surgeon experienced difficulty with compression. The x-ray showed that the screws were not in the nail. They were anterior to the nail. The surgeon removed the screws and placed them by free hand. There was no pt injury. The surgery was prolonged by 45 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.